Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon reported to the sales representative that "the position during the distal locking was not correct and the drill fractured during the distal locking.

Manufacturer narrative:
Corrections to common device name (should stated instrument). Product inquiry states the drill to be the subject product. The reported event was not confirmed as the drill in question was not returned for evaluation and thus, a physical examination of the device was impossible. Due to unknown lot code tracing as well as review of the inspection records of the product in question could not be performed. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Broken drills, with remaining parts in patient, are known from previous cases and were evaluated by a medical expert ¿ refer to section additional document review. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. However, based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
The surgeon reported to the sales representative that "the position during the distale locking was not correct and the drill fractured during the distal locking".